Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and opening linear. Leak test and microscopic analysis was performed which identified; creases smooth opening on posterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.